Event description:
A patient reported feeling stimulation even though the implantable neurostimulator (ins) was off. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.